Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was moderate to severe calicified, 70-80% stenotic lesion in a moderate tortuous proximal left anterior descending artery (lad). The lesion was predilated with a sprinter balloon. After predilation the physician attempted to reach the lesion with a taxus express2 3.5 x 12 mm drug eluting stent. However, the stent was unable to cross the lesion. Consequently, the stent was never deployed and stent delivery system was removed intact. Upon removal of the taxus stent from the pt's body stent strut damage was noticied. The procedure was successfully completed using a driver stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".